Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridges are filled with 300 units, and the insulin gauge displays an initial accurate fill estimate of over 240 units of insulin in the cartridge. However, the contact reported that the insulin gauge displayed 0 units, when there should be approximately 50-70 units of insulin remaining in the cartridge. Review of the pump data logs showed that the customer filled the cartridge with 225 units of insulin; however, the customer reported filling the cartridge with 300 units. There was no impact to the customer's blood glucose level.